Manufacturer narrative:
Per tandem's user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer went to the emergency room (ER) due to a blood glucose (bg) level of 43 mg/dl. Suspected cause was due to customer inadvertently delivering a 13 unit bolus. Review of the pump data logs by tandem technical support verified the bolus was manually requested by the customer and pump was working as intended. Customer acknowledged information. Customer was released from the ER in stable condition with no permanent damage.